Event description:
See initial report.

Manufacturer narrative:
H.10: the serial read-out of the pump was analyzed revealing that the malfunction could be due to a can bus interruption or to a malfunction of the can interface of the pump. Considering that functional tests on pumps did not reveal any issue and that the same issue occurred on different pumps connected ad the same port of the e/p pack, a malfunction of the two roller pumps can be reasonably excluded as root cause of the event. For this reason, the e/p pack was requested back to manufacturer site for investigation. No defect/deviation could be reproduced or identified and the e/p pack was found to be working within specifications. As per equipment maintenance interventions prevention the two system boards will be replaced. Based on livanova service technician intervention findings, complaint history review, serial read-out analysis and functional tests, the malfunction could be restricted to a can bus interruption. In conclusion, the root cause of the reported pump stop was a can bus interruption that was most likely due to external interference from other devices or to an intermittent failure of the system boards of the e/p pack.

Manufacturer narrative:
H.10: the analysis of the pump serial read-out revealed an error which is most likely due to a malfunction of the can interface of the pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in marseille, france. Through follow-up communication livanova learned that the event occurred at the end of the procedure and that several level alarm or pressure alarms occurred. In addition it was stated that the pump stopped and could not be restarted by rotating the speed control knob thus hand-crank was performed. Reportedly the pump module screen was going off and on. The speed control knob function restored and flow could be re-established. The investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump stopped during procedure. There was no report of patient injury.